Event description:
It was reported that during the post op x-ray it was discovered that the instrument had broken and remained in the patient. The patient was taken back into the operating room the same day to remove the fractured piece.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by visual examination of the returned product, which identified one of the arms had fractured off and the fractured piece was returned. Sem analysis of the device showed that it is suspected to have fractured due to overload, exhibiting interangular cracking with no ductile feature. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.